Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 838669-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), swelling ("swelling"), autoimmune disorder ("autoimmune response/ autoimmune like symptoms"), urinary tract disorder ("urinary problems") and neuromyopathy ("neuromuscular problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, swelling, autoimmune disorder, urinary tract disorder and neuromyopathy outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, neuromyopathy, pelvic pain, swelling and urinary tract disorder to be related to essure. Lot # reported (838669) is not valid concerning the injuries reported in this case, the following ones were confirmed in mr document : pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 838669-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), swelling ("swelling"), autoimmune disorder ("autoimmune response/ autoimmune like symptoms"), urinary tract disorder ("urinary problems") and neuromyopathy ("neuromuscular problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, swelling, autoimmune disorder, urinary tract disorder and neuromyopathy outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, neuromyopathy, pelvic pain, swelling and urinary tract disorder to be related to essure. Lot # reported (838669) is not valid concerning the injuries reported in this case, the following ones were confirmed in mr document : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received : the case become serious incident due to essure removal. Reporter information added, case became medically confirmed. Patient demographics and essure removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.